Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the open key on the pumphead keypad on channel a was inoperative. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. A service history review revealed that this device has been serviced five times before. However, the previous servicing did not contribute to the reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open button of keypad at channel a was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on the keypad. It was not indicated what was done to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.